Manufacturer narrative:
Additional information was received that the reported issue occurred due to improper use of the device during device setup and checkout. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. B3 incident date unknown. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. H4 date of device manufacture unavailable at time of MDR filing. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226

Event description:
It was reported that there was a malfunction resulting in loss of oxygen therapy during a case. There was no patient injury.